Manufacturer narrative:
Evaluation method code: device history reviewed. Results code: device history review found the product met specifications when released for distribution. Conclusion code: no product return; cause of event has not been determined. Analysis: the device has not been rec'd in manufacturing for inspection. Without product return, review is limited and no results can be provided. Event review shows the user did not report the product problem to medtronic until more than two months after the event occurred. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. Product labeling contains sufficient instructions for the user, including product illustrations for the proper use of the device, per its labeled indications. Conclusion: no pt event and no product return. An exact cause has not been determined for the reported event.